Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 91 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed error alarm due to history file overwritten with alarms. The device alarmed due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.